Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot.

Event description:
It was reported that breakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter. "The patient pulled out product by himself and the catheter was broken due to pulling of two hands. The next morning, the nurse found the broken catheter, but the patient was too old to tell whether the broken catheter was left in the body. Then the patient underwent b-mode ultrasonography of the arm and did not check the broken catheter. Now the client complained that the quality of the product was not better than last year, and the catheter was too easy to be broken."